Event description:
Astral 150 ventilator shutting off during active ventilation with error "total power failure", "using internal battery" and "safety reset complete" on two separate occasions. Caregiver noticed a screen glitch at times causing the screen to blink out. When this happen they turned the vent off and then turned it back on and it started to work. When they called the on call respiratory therapist, the rt instructed caregiver to swap the ventilators inside the home, so that the vent in question would become the stationary vent, remain plugged in and not to utilize internal battery to prevent the error. Caregiver prefer not to swap out the malfunctioning astral 150 over the weekend, plan to swap on the following monday. Rt instructed the family to call immediately if there was any concerns and the swap would happen asap. Caregiver stated that the patient was not harmed during the two events. FDA safety report ID# (B)(4).